Event description:
It was reported that the casters were damaged causing were damaged causing a reduction in mobility. No info on pt involvement or adverse consequences was given.

Manufacturer narrative:
Delaminated casters.